Manufacturer narrative:
Technical eval: lot # f15555: the first 2.5cm of the distal tip were flattened and twisted. The DHR's of these mfg lots have been reviewed. This MDR is being filed as part of the remediation action taken as per penumbra february 2010 update to the FDA warning letter dated december 31, 2009. A review of the device history record (DHR) was completed on part # 2314-04 (lot # l15555). All appropriate inspections were completed per process monitoring requirements or 100% inspections where required. In addition, all destructive testing was completed per required process monitoring requirements and results met spec for the tensile strength. All parts that failed visual inspection have been rejected and all parts released met specs. The parts released in this lot met process requirement. This lot was associated with (B)(4). The lot was 100% sorted and (B)(4) units were rejected.

Event description:
The physician found that the tip of the neuron catheter was crimped and unusable upon opening the packaging. The physician then opened another neuron and found that to be crimped as well. A third unit was then opened and used successfully.